Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, service confirmed the reported event. Due to a cut on the angle wire, the bending section could not be bent in the up direction at all, and due to wear of the angle wire, bending angle in the down direction did not meet the standard value and the play of the up/down / right/left knob was out of standard value. In addition, the adhesive around the objective lens had wear, the adhesive around the light guide lens had wear, the scope connector cover had discoloration, the electrical connector had corrosion, the suction valve operation was heavy due to a scratch on the suction cylinder, the image guide protector had discoloration, the scope connector was damaged, insulation resistance value did not meet the standard value due to coating peeling around the connecting tube, suction volume did not meet the standard value because the suction cylinder was shaved, color tone of the image was not proper due to damage on the circuit board unit in the endoscope connector, and there were scratches on the objective lens, plastic distal end cover, connecting tube, universal cord, switch box, switch 1, and grip. It was also noted that third party repair had been performed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Event description:
The customer reported there was no angulation when the angulation control knob was turned. Additional details were requested regarding the reported event. No additional information was provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 14 years since the subject device was manufactured. Based on the results of the investigation, the root cause is unable to be determined. However, the likely cause of the event is due to the use of a non-olympus insertion tube was used at the insertion section that was specified to be ¿too rigid¿. The event can be detected/prevented by following the instructions for use (IFU) which state: prohibition of improper repair and modification: this instrument does not contain any user-serviceable parts. Do not disassemble, modify or attempt to repair it; patient or operator injury and/or equipment damage can result. Equipment which has been disassembled, repaired, altered, changed or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner. Olympus will continue to monitor field performance for this device.